Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up on (B)(6) 2015, the physician attempted to re-program the subject device (kora sr) connected to a unipolar lead from g sensor mode to twintrace sensor mode. After the lead impedance test for the mv sensor, the ventricular output polarity changed to bipolar which led to an ineffective stimulation of the patient. The attempt to re-program in unipolar ventricular pacing failed. A new interrogation of the subject device authorized reprogramming in unipolar. Preliminary analysis confirmed an inadequate management of the software when a particular programming sequence is applied.

Event description:
Reportedly, during a follow-up on (B)(6) 2015, the physician attempted to re-program the subject device (B)(6) connected to a unipolar lead from g sensor mode to twintrace sensor mode. After the lead impedance test for the mv sensor, the ventricular output polarity changed to bipolar which led to an ineffective stimulation of the patient. The attempt to re-program in unipolar ventricular pacing failed. A new interrogation of the subject device authorized reprogramming in unipolar. Preliminary analysis confirmed an inadequate management of the software when a particular programming sequence is applied.